Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were disconnections after inserting the luer of a one-link device directly into angiocatheter devices. The issues occurred in the radiology department during power injections for computerized tomography. There was patient involvement however, no patient injury or medical intervention associated with this event. No additional information is available.